Event description:
The customer reported being hospitalized for a stroke and having an MRI done on his heart. The caller stated that the insulin pump alarmed motor error during bolus after the device was exposed to a high magnetic field. The blood glucose reading at time of call was 200mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Insulin pump failed the displacement test with units left on the status screen and alarmed motor error during rewind due to an out of phase motor encoder signal. A cracked reservoir tube lip, cracked battery tube threads and scratched display windows noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.